Event description:
It was reported that this patient with a bioprosthetic aortic valve, implanted 14 years and two (2) months, underwent a valve-in-valve procedure due to aortic regurgitation (insufficiency). The tavr was performed with an edwards transcatheter valve. There were no complications during the surgery. The patient tolerated the procedure well. The patient remained hemodynamically stable and was transferred to the ICU. The patient was discharged home pod #1.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic aortic valve, implanted 14 years and two (2) months, underwent a valve-in-valve procedure due to unknown reasons. The tavr was performed with an edwards transcatheter valve. The procedure went well. It was reported that the patient is doing great.